Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring the patient. The reported event occurred during transportation of the patient. Upon evaluation of the device by a third party service agent, it was observed that the device had logged an event code that indicates that the device had the potential to lock-up. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and could not duplicate the reported failure. Physio-control evaluated the electronic patient record from the event and verified that the reported issue occurred. The third part service agent replaced the power pcb assembly as a precaution and then proper operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.